Manufacturer narrative:
The 2dlf collimator was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. 2dlf collimator was bench tested by using a 2dlf collimator test fixture. Bench test failed. Run in-far shutter and run in-near shutter test failed. B02, d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the upper blade of the collimator does not operate properly. So imaging could not be performed. When checking the values "mstsc." It often does not completely open around colx = 1.15; 3d imaging was not possible, so usage was difficult. The collimator was replaced and good operation was confirmed.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The collimator was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000874 clmtr 2dlf medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.